Manufacturer narrative:
B5: it was further reported that fluid leak was observed coming from the fill port during filling. H4: the lot was manufactured from august 15, 2019 ¿ august 16, 2019. F10/h6: medical device problem code: a050401 (fluid leak) added. F10/h6: component code: g04001 ( fill port) added. H10: the device was received containing fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the device. During fill, no leak was observed. After fill, the sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: this event occurred on an unspecified date of (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified ¿substance could not be injected¿ into a folfusor sv (small volume); further described as ¿substance could not be injected into pump¿. This was observed during set-up prior to use on a patient. There was no patient involvement. No additional information is available.